Event description:
During laparoscopic cholecystectomy, the surgeon attempted to obtain gallbladder using endopouch. As he was closing the pouch, the shaft broke in two pieces. All pieces retrieved. A second endopouch was used (same lot) to obtain specimen without any problems. Per manufacturer's response for surgical specimen retriever: they said the part that broke off is part of the handle, but would need to have the device analyzed.